Event description:
It was reported that balloon rupture and detachment occurred. The patient presented with iliac vein compression. The target lesion was located in the non-tortuous and non-calcified common iliac vein. A 16-4/5.8/75xxl esophageal balloon catheter was advanced for post dilatation. However, during the second inflation at 5 atmospheres for 30 seconds, the balloon ruptured and leaked. The device was removed intact from the patient. The balloon was detached as the physician tried to rewrap, outside the patient. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: a xxl batch # 27270534 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 63mm in length and extended from a position 3mm proximal of the proximal markerband to 30mm distal of the distal markerband. There was approximately 35mm of part of the balloon detached and not returned with the device. The rated burst pressure for this device is 8 atmospheres. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and detachment occurred. The patient presented with iliac vein compression. The target lesion was located in the non-tortuous and non-calcified common iliac vein. A 16-4/5.8/75xxl esophageal balloon catheter was advanced for post dilatation. However, during the second inflation at 5 atmospheres for 30 seconds, the balloon ruptured and leaked. The device was removed intact from the patient. The balloon was detached as the physician tried to rewrap, outside the patient. No patient complications nor injuries were reported.